Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited multiple alerts for high out of range shock impedance measurements of greater than 125 ohms, with the last measurements coming in on (B)(6) 2023. Review of device data by boston scientific technical services (ts) also noted an abrupt drop in the right ventricular (rv) and left ventricular (lv) pacing impedance measurements. It was previously noted the right atrial (ra) lead channel had been deactivated due to oversensing of the minute ventilation signal. Ts provided troubleshooting options to the field and the crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited multiple alerts for high out of range shock impedance measurements of greater than 125 ohms, with the last measurements coming in on (B)(6) 2023. Review of device data by boston scientific technical services (ts) also noted an abrupt drop in the right ventricular (rv) and left ventricular (lv) pacing impedance measurements. It was previously noted the right atrial (ra) lead channel had been deactivated due to oversensing of the minute ventilation signal. Ts provided troubleshooting options to the field and the crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the nature of incident for more information regarding the specific circumstances of this event.